Event description:
It was reported that during use in medical imaging, as the contrast was being injected, the PICC split at the hub. The catheter had been placed in the patient's right basilica vein, and the pressure injector was set at 4mls/sec, reached 3.7 mls/sec, and the power injector cut off was set at 300psi. The catheter ruptured at the juncture hub during pressure injection of contrast during a CT scan. As a result, the PICC was exchanged and the new one was used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through evaluation of a returned product sample. The customer provided one catheter with a lot of adhesive residue and faded printing on the extension lines indicating that it may have been in use for some time. The catheter body was cut and the distal portion was not returned. A rupture was observed just below the juncture hub measuring 8 mm in length. The side edges of the rupture were wavy/rippled. The appearance of the damage was consistent with a rupture due to pressure exceeding the strength of the catheter body. Water was injected through each lumen of the catheter with a syringe which exited the rupture site when injected into the proximal lumen and exited the end of the catheter when injected into the distal lumen. No obstructions were found. A review of manufacturing records did not yield any relevant findings. The provided instructions caution not to exceed 300 psi with a power injector and states to ensure patency prior to pressure injection and to warm contrast media prior to injection. The actual psi was not recorded. Based on the condition of the catheter and the information about the pressure limit used by the customer, operational context caused or contributed to this event. No further action will be taken.